Event description:
New information received notes that the noise was over sensed.

Event description:
It was reported that patient's atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2024. The patient was stable.